Event description:
It was reported that balloon rupture occurred. A 2.25mm x 8mm nc emerge balloon catheter and a 3.50mm x 12mm nc emerge balloon catheter were advanced for dilations. However, during inflation, both balloons ruptured, and rotational atherectomy was performed. The procedure was completed with a different device. No patient complications were reported.